Manufacturer narrative:
H3: product was not returned, and no photographic evidence was provided to aid in this investigation. No previous repairs were noted within the last 12 months. Product evaluation and problem confirmation cannot be performed. The error history log was not provided, and no evidence was provided for review. We are unable to determine a probable cause for the customer report that the infusion ended earlier than 46hrs with pump reading 9ml remaining, but the bag was empty.

Event description:
It was stated that the infusion ended earlier than 46hrs with pump reading 9ml remaining but bag was empty. 9ml left per the pump settings from a walkmed reservoir volume of 138ml. On sunday, 16-june-2024 at 08:45am occlusion detected in the pump log. The variance is 6.5%. Event occurred during removal/end of therapy. There was no patient involvement.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.